Event description:
It was reported that the user experienced multiple accidental meal announcements while using the device, and troubleshooting with education was completed with assignment for additional training. Symptoms included no adverse clinical effects. Outcomes included no alerts or alarms and no medical intervention. Investigation included review of user-reported behavior and device-use education. Investigation of this case revealed user interaction error consistent with inadvertent meal entry, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to device operation and user training.